Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound-guided gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, the initial ultrasound check appeared satisfactory. However, upon release, the stent was not correctly positioned. The device was then removed, and the procedure was completed using another of the same device. It was reported that the operating time was prolonged beyond the expected duration. The patient also was in a prolonged hospitalization, fasting and prolonged monitoring. Additionally, it was observed that there was a parietal hematoma which required an additional CT scan. Note: it was reported that the axios stent was to be implanted during an endoscopic ultrasound-guided gastroenteroanastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for a gastroenteroanastomosis procedure.